Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the device was powered on but failed to boot to the main screen and displays a white background without showing the serial number, flash version and otp version software on the screen; it gives a continuous alarm with red lights on the vent inop and safety valve leds. The customer reported this was an out of box failure. The customer reported there was no patient involvement.

Manufacturer narrative:
Initial reporter: phone number not provided.

Event description:
The customer reported a vent inop condition due to post timer/24v failure occurred. The customer reported there was no patient involvement.